Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotapro with rotawire were selected for use an atherectomy procedure. The rotapro was prepped and platformed at 180000 rpm outside the patient. Upon withdrawal of the device, it became stuck on the guidewire and it could not be removed. Resistance was felt during removal. The catheter and the wire were removed together as one unit from the patient. It was noted the rotawire was kinked. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was good post procedure.